Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the package of the 10x80 mm armada 35 percutaneous transluminal angioplasty (pta) catheter, the balloon was not present on the device. The device was not used and there was no patient involvement. A new same size device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. D9: device available for evaluation corrected from yes to no.

Event description:
Subsequent to the initially filed reports it should be noted that the armada device was not present in the package, another company's unspecified device and packaging were present. No additional information was provided.